Event description:
It was reported that the pt underwent re-hospitalization and repeated angiography six months after (actual implant date is unk) two mini vision stents were implanted due to angina. The pt was revascularized on the target lesions due to in-stent restenosis.